Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/16/2024. Corrected information: h3 investigational summary submitted in follow up 1 & 2. H6 component code: c22 - photo analysis. H3 investigational summary: the product was returned to ethicon for evaluation. Two hundred and two representative unopened samples were received for analysis from the same lot for product code z15h. Additionally, a photo was provided, and it showed the same condition of the received sample. To evaluate the condition of the returned samples, all packets were opened. On visual inspection of the returned devices it was noted that the swage and attachment area were not as expected and an incorrect swage was noted on one hundred and ten needles. On one hundred and one needles one stake mark was found, and on the opposite side of the needles a light mark was noted. The suture end was examined and there isn¿t sufficient impression at the swage end, resulting in a light swage. On nine needles the hit of the stake was located on the edge of the swage area. In the remaining ninety-two samples, the swage and attachment area were noted to be as expected, the attachment area must be single hit double stake. A functional test was performed using instron equipment on all representative samples returned, and the pull force did not meet the minimum requirements on eight samples only. In the remaining one hundred ninety-four samples, the pull force result was above the minimum requirements. Based on the information currently available, an incorrect swage and light swage issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Corrected information: g3 - the following information was submitted within follow up 1 with the incorrect g3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Two hundred and two representative unopened samples were received for analysis. Product code z15h. Additionally, a photo was provided, and it showed the same condition of the received sample. To evaluate the condition of the returned samples, all packets were opened. The swage and attachment area were noted not according to the expected shape since an incorrect swage was noted on one hundred ten needles. On one hundred one needles (the attachment area must be single hit double stake, however only one stake mark was found, and on the opposite side of the needles a light mark was noted). The suture end was examined and there isn¿t sufficient impression at the swage end, resulting in a light swage. On nine needles the hit of the stake was located on the edge of the swage area. In the remaining ninety-two samples, the swage and attachment area were noted to be as expected. A functional test was performed using instron equipment, and the pull force did not meet the minimum requirements on eight samples. In the remaining one hundred ninety-four samples, the pull force result was above the minimum requirements. Based on the information currently available, an incorrect swage and light swage issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Two hundred and two representative unopened samples were received for analysis. Product code z15h. Additionally, a photo was provided, and it showed the same condition of the received sample. To evaluate the condition of the returned samples, all packets were opened. The swage and attachment area were noted not according to the expected shape since an incorrect swage was noted on one hundred ten needles. On one hundred one needles (the attachment area must be single hit double stake, however only one stake mark was found, and on the opposite side of the needles a light mark was noted). The suture end was examined and there isn¿t sufficient impression at the swage end, resulting in a light swage. On nine needles the hit of the stake was located on the edge of the swage area. In the remaining ninety-two samples, the swage and attachment area were noted to be as expected. A functional test was performed using instron equipment, and the pull force did not meet the minimum requirements on eight samples. In the remaining one hundred ninety-four samples, the pull force result was above the minimum requirements. Based on the information currently available, an incorrect swage and light swage issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/22/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: was the needle separated during dispensing, but before use on the patient? If yes, how many times? The needle has come loose from the suture while pulling through the fascia tissue. Or was the needle prematurely released from the suture strand during use on the patient. If yes, how many times. Yes, several times. Some threads from this batch were tested/used. Were there any patient consequences? None, finishing this procedure step with a suture of another batch. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) head of nursing (B)(6) please clarify, how many of the 6 sutures pulled off the thread while being used on patient? 2. Please clarify, how many of the 6 sutures pulled off the thread during testing? 4. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lap gall. Trocarinesis closure procedure on an unknown date and suture was used. It was reported that the needle pulled off during tissue passage. Afterwards two colleagues tested the affected and other batches. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Corrected information: h3 investigational summary submitted in follow up 1, 2 and 3. H3 investigational summary: the product was returned to ethicon for evaluation. Two hundred and two representative unopened samples were received for analysis from the same lot for product code z15h. To evaluate the condition of the returned samples, all packets were opened. On visual inspection of the returned devices, it was noted that the swage and attachment area were not as expected and an incorrect swage was noted on one hundred and ten needles. On one hundred and one needles one stake mark was found, and on the opposite side of the needles a light mark was noted. The suture end was examined and there isn¿t sufficient impression at the swage end, resulting in a light swage. On nine needles the hit of the stake was located on the edge of the swage area. In the remaining ninety-two samples, the swage and attachment area were noted to be as expected, the attachment area must be single hit double stake. A functional test was performed using instron equipment on all representative samples returned, and the pull force did not meet the minimum requirements on eight samples only. In the remaining one hundred ninety-four samples, the pull force result was above the minimum requirements. Besides that, three photos were provided and they showed the following: a detached needle was observed in the photo #122730, in the photo #122836 showed one needle suture combination and finally in the picture 122911 was noted a detached needle and a needle suture. Based on the information currently available, an incorrect swage and light swage issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.